Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to a post-operative migration of the active electrode out of cochlea. This is a final report.

Event description:
Per the parent the recipient did not obtain good benefit from the right-sided device since activation in (B)(6) 2019. Two year later, the recipient felt the hearing performance with the device decreased and visited the doctor in (B)(6) 2025. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Per the parent the recipient did not obtain good benefit from the right-sided device since activation in (B)(6) 2019. Two year later, the recipient felt the hearing performance with the device decreased and visited the doctor in (B)(6) 2025. The recipient has been re-implanted.